Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. The blood glucose level of the customer was 10.3 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.